Event description:
The issue is with the avea disposable water trap which is a disposable ventilator water trap to be used with the avea ventilator. On eight known occasions, the water trap easily fractured (broke) off at the connector site for the expiratory hose. In all cases, this disabled the ventilator from delivering air, and patients had to be manually ventilated until replaced, putting patients at potential risk. In several instances, a clinican just "bumped into it" and in other instances the clinician was connecting the vent circuit when the said piece easily fractured.